Manufacturer narrative:
Product complaint# (B)(4). Date sent to the FDA: 9/19/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did this issue contribute to any patient adverse event? Please clarify. Did the suture diameter was oversized or undersized? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6)2025 and suture was used. The patient was admitted to the hospital due to "cervical edema and dystocia" and underwent surgery in the early morning of the next day. When preparing to sew the wound for the patient during the surgery, the nurse opened the outer packaging of the suture and found that the thickness of the suture was different. Immediately replaced it with a new one and the surgery was successfully completed. There were no patient consequences reported. Additional information was requested.